Event description:
Additional info received from MFR on 07/22/1997: while the MDR report indicates there were problems with inconsistent delivery rates, there is nothing in co's service reports indicating user had any problem with infusion rates. However, after co's staff clinician spoke w/ facilities representative about this particular incident, it was clearly not an incident of inconsistent infusion relating to the pump. The details of that incident are discussed. 1. The pt using the pump was experienced in self administration of his total parenteral nutrition therapy. 2. The total parenteral nutrition solution was given in a volume of 1600 ml over a 9 hr period. 3. The therapy was generally given at night as the pt slept. 4. At the end of the 9 hr therapy, on this particular incident, the pt noticed the bag still had approximately 1000ml of fluid left in the bag. The pt went to the home pharmacy office. 5. It was noted in the pt file that the pump indicated 643.5 ml of fluid had been administered and that approximately 1000ml of fluid remained in the total parenteral nutrition container. 6. The pt was sent home with another winfield pump and is still on that device as of the middle of june. It is clear there was some deviation in the amount of total parenteral nutrition administered on this particular occasion. However, it appears in this circumstance,the info supports that about 600ml of fluid had been delivered to the pt, and the data in the pump showed that approximately 600ml had passed through the pump. The service records and logs for the pumps have been reviewed and there is no indication that any of the pumps were returned for infusion rate problems nor did co service department find any significant infusion rate inconsistencies when the pumps were re-tested after service. The inconsistent or nuisance alarms, including air-in-line and occlusion alarms have occurred on some of the pumps sold to facility. At the time these situations occurred co's info indicates that the alarms were too sensitive (nuisance alarms) and erred on the side of pt safety. There is no indication in co files, or from conversations w/ facility personnel, of any pt safety or health issues. At this time co does not feel this event is MDR reportable.